Event description:
It was reported that pump experienced malfunction with non-resettable malfunction code and caller inquired about out-of-warranty loaner pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup, agreed to provide insurance information, completed loaner pump agreement, and was informed about need to program pump settings and reconnect continuous glucose monitor, while technical support arranged replacement pump and sent out-of-warranty loaner pump with updated software and verified shipping details.